Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during a stenting procedure within the esophagus on (B)(6), 2011. According to the complainant, the physician could not advance the stent delivery system through the target stenosis due to the tortuous nature of the patient anatomy. The physician added that the delivery system of the device became bent during the repeated attempts to advance. After several unsuccessful attempts, the physician decided to abort the procedure. As a precaution, the physician performed a contrast test, when it was noticed that contrast media was leaking into the abdominal cavity; the patient had suffered a laceration of the esophagus. The physician placed a drain tube and concluded the procedure. There is no update on the patient's condition. The physician was taking a wait and see approach. It was noted that no pre-dilation of the anatomy was performed. The physician suspects that the cause of the issue was due to the tortuous nature of the anatomy. Also, the patient had previously undergone an esophagojejunostomy.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review identified that this device was not used per the directions for use (dfu). The dfu states that ultraflex stent system is contraindicated for placement in an esophago-jejunostomy. However, the complaint states that the device was intended to be used in an esophago-jejunostomy.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during a stenting procedure within the esophagus on (B)(6), 2011. According to the complainant, the physician could not advance the stent delivery system through the target stenosis due to the tortuous nature of the patient' anatomy. The physician added that the delivery system of the device became bent during the repeated attempts to advance. After several unsuccessful attempts, the physician decided to abort the procedure. As a precaution, the physician performed a contrast test, when it was noticed that contrast media was leaking into the abdominal cavity; the patient had suffered a laceration of the esophagus. The physician placed a drain tube and concluded the procedure. There is no update on the patient's condition. The physician was taking a 'wait and see' approach. It was noted that no pre-dilation of the anatomy was performed. The physician suspects that the cause of the issue was due to the tortuous nature of the anatomy. Also, the patient had previously undergone an esophagojejunostomy.